Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the customer reported bioid login issues on multiple devices after upgrading to es v1.7.4, where authentication attempts were slow and frequently failed with timeout errors such as lumistatuserrortimeout. A technical support specialist (tss) reviewed logs and checked all stations, confirmed the devices were functioning properly when tested manually. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio ID) had issues after upgraded to 1.7.4. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay in patient care and no adverse events or injuries reported based on this event.